Event description:
The customer attempted to have her breeze2 downloaded at the doctor's office but alleged there were no readings in it. No adverse event was alleged. The customer was asked to return the meter for evaluation and a new one was sent to her.